Event description:
Baxter sales representative reported to baxter corporate product surveillance of a clearlink secondary medication set in which a no flow was observed. According to the report, "the port site would not pull the secondary". There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which flow could not be established from the upper most y-site. According to the report, the primary set was primed with no issues. When the nurse attempted to connect the secondary medication set to the y-site, no flow was established. The reporter indicated that secondary set was disconnected and reconnected and flow was still not established. The primary set was changed out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.